Event description:
It was reported by that during a colonoscopy procedure two devices did not work. Another device like device was used to complete the case. No patient consequences. Two devices will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the energy button detached and not returned with the instrument. In addition, the I-blade lower tip was broken off and not returned. A test button was reattached to the instrument and the device was connected to the generator and it was recognized. Because the I blade was damaged not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I- blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Although no conclusion could be reached as to how the button detached from the instrument it should be noted that our manufacturing process verifies the presence and functionality of the instrument prior to shipping.